Event description:
On (B)(6) 2012, the patient's mom/reporter contacted animas on behalf of the lay-user/patient to report a hyperglycemic episode involving the patient's elevated blood glucose reading of 489 mg/dl with positive ketones. The patient reportedly had the elevated blood glucose reading of 489 mg/dl on (B)(6) 2012. His symptoms included frequent urination, increased thirst, fatigue, and irritable at the time of concern. The patient's blood glucose was corrected to the low 300 mg/dl with insulin via syringe. The animas representative reviewed the subject pump and concluded there was no pump malfunction associated with the alleged event. The reporter was advised to discuss dynamics how scar tissue and site rotation could cause insulin absorption to be either slower or quicker. However, the reporter refused to place the patient back on the insulin pump therapy due to a lack of trust in the subject pump. This complaint is being reported because the patient had elevated blood glucose of 489 mg/dl and symptoms that can be suggestive of a serious injury while on insulin pump therapy. Although there is no evidence of a product malfunction associated with the reported incident, the subject pump cannot be ruled out as a contributor.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 03/13/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2013 with the following findings: there was no activity outside normal patient use observed in the black box or download history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display lens was found to be cracked, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.